Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate rapid gas loss. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a rapid gas loss alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).